Event description:
An attempt was made to pre-dilate a 90% stenotic and heavily calcified lesion located in the sfa using a pacific xtreme pta balloon catheter; however it was reported that on first inflation the balloon ruptured in vivo. The device was removed and substituted with an admiral xtreme; however same thing happen again. The procedure was completed using a non-mdt balloon. It was reported that both the devices were inspected and prepped prior to use with no issue noted. There was no reported injury to patient.

Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). (B)(4).